Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the moderately to severely tortuous and moderately to severely calcified left anterior descending artery. A 3.00x24mm synergy ii drug-eluting stent was advanced for treatment. However, during the procedure, resistance was felt during advancement through the collar of the guidezilla ii guide extension catheter. The device was removed from the patient's body, and it was noted that the stent was severely damaged. The procedure was completed with another of same device. No patient complications were reported.